Event description:
Baxter IV tubing (10drops) tubing leaking at lower y-site. Infusing tpn/il via PICC line - tubing will be changed by rn. No lot number because tubing hung last evening. Manufacturer response for IV tubing, (brand not provided) (per site reporter) baxter has implemented corrective action plans in their manufacturing line and are isolating new product of the corrected product to send directly to ynhhs.